Manufacturer narrative:
Corrected information: on (B)(6) 2021, the patient underwent an open repair. Reportedly, the part of the device that was able to be removed, was explanted and replaced with a y-shaped graft. The device was explanted and is not available for analysis. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device remains implanted and is not available for analysis. Additional information was requested but was not available. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that as the event date is unknown, (B)(4) 2021- open repair date will be used as the event date. As the patient¿s ID is unknown, the case# (B)(4) will be used to cover this information.

Event description:
On an unknown date, in 2015, this patient underwent an emergency endovascular treatment using a gore® excluder® aaa endoprosthesis for a ruptured abdominal aortic aneurysm. On an unknown date, it was reported that the patient underwent multiple coil embolization for a type ii endoleak associated with an aneurysm enlargement. However, it was noted that the aneurysm enlargement was still observed. On (B)(6) 2021, the patient underwent an open repair. Reportedly, the part of the device that was able to be removed was explanted and replaced with a y-shaped graft. The patient tolerated the procedure.